Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. No adverse event was reported. The lot number could not be gathered as the headset had been discarded at the time of the allegation being reported. Due to the infusion set being discarded, no product could be requested to be returned for product evaluation.